Event description:
It was reported that the pump had a primary audible alarm bgnd (background). No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record(DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The pump was over 11 years old. A sample device was received for evaluation. The device was in good condition with no appearance of any physical damage. Event history log indicated primary audible alarm background(bgnd) test. An occlusion test was performed and the reported problem was not duplicated. Root cause could not be determined. As preventive measure: replaced interconnect board and speaker, performed maintenance, device calibrated, and all the functional testing passed. A corrective and preventative action has been opened to address the reported issue.